Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Treatment report and logfiles have been provided under supporting documentation. Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum and the energy test were performed successfully. Energy check was only performed during startup and not as recommended every two hours. Logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the bcc (beam control check) for left eye was done about one minute before laser fired instead of immediately before firing. The pi (patient interface) was docked twice on the left eye because the surgeon had difficulty achieving a valid suction two value and interrupted the suction process by pressing the foot pedal, laser was not fired yet. The vacuum process was repeated and successfully completed. No relevant deviation between planed and performed energy is detectable for the reported treatment. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. The root cause could not be determined conclusively. Technical root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported unilateral diffuse lamellar keratitis (dlk) observed in the patient's left eye one week after surgery. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).